Manufacturer narrative:
The pump was received with blank display due to moisture damage at electronic assembly. The pump was unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test or verify battery out limit alarm due to blank display. The pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture. The customer states the pump was submerged in the pool. The customer's blood glucose level was 124mg/dl. The customer states there was fluid under the lcd screen. The customer was advised the pump would be replaced and returned for analysis.